Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing and high out of range impedances greater than 2000 ohms on the right ventricular (rv) channel. A revision procedure was performed to revise the system. The rv lead was surgically abandoned and this ICD was explanted and discarded. No additional adverse patient effects were reported.